Event description:
It was reported that the physician was attempting to treat a patient at the right mid popliteal artery. The lesion type was described as calcified with no tortuosity and moderate calcification. It was reported that the physician advanced a 7 mm spider embolic protection device through a 7f sheath and a .035 trailblazer. A hawkone was then used to treat the lesion proximal to the filter. It was reported that the directional atherectomy device did not come in contact with the filter. The lesion was then post-dilated using an impact admiral balloon. The spider device was retrieved with the trailblazer. It was reported that the physician noted what appeared to be an embolus in the anterior tibial. The physician reported he didn't know when exactly the embolus occurred as many devices were being taken in and out of the sheath and across the lesion. The physician attempted to reload the spider into the delivery catheter in an effort to capture the embolus. It was reported that the spider would not re-insert into the sheath. It was reported th at a second 7 mm spider was then used to complete the procedure. No patient complications were reported.